Manufacturer narrative:
(B)(4). Corneal flap striae. The clinic is reporting this adverse event only and did not request or require field support or clinical support.

Event description:
The clinic reported that a laser vision correction patient presented at the one day post op visit with microstriae in the right eye. The surgeon lifted and smoothed the flap to correct the issue. The patient's visual acuity was 20/30 with a pin hole of 20/20. The patient's vision was consistent with the best corrected visual acuity (bcva) prior to the ilasik procedure.